Manufacturer narrative:
Date of event: event date is estimated. During processing of this complaint, attempts were made to obtain complete device, patient, and event information. Further information was requested but not received.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg was deemed inoperable. Surgical intervention occurred wherein the ipg was explanted and replace to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.